Event description:
It was reported to philips that the system's computer was unable to boot. The user performed three reboots to resolve the issue. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a diagnostic of vascular procedure was performed when the issue happened. The procedure was completed as planned by moving the patient to another room. The onsite philips field service engineer (fse) inspected the system and unable to reproduce the issue. The customer requested name changes on 2 pac nodes for easier identification, which the fse implemented. Further analysis, fse performed test case and confirmed it works fine. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.